Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy and miscarriage. Concurrent conditions included pulmonary embolism and depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the migraine, headache, dysmenorrhoea and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 mentioned in pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, patient details, other relevant history, product information and events- abnormal bleeding (vaginal), migraines, headaches, dysmenorrhea (cramping), fatigue were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 45-year-old female patient who had essure (batch no: 6577071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy and miscarriage. Concurrent conditions included pulmonary embolism and depression. Concomitant products included magnesium since october 2014, origanum vulgare (oregano) since october 2014, pyridoxine hydrochloride (vitamin b6) since october 2014, vitamin b12 nos (vitamin b 12) since october 2014 and vitamin d nos (vitamin d) since october 2014. On (B)(6) 2013, the patient had essure inserted. In april 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the migraine, headache and fatigue outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2014 menmtioned in pfs. Placement of essure device with 3 intrauterine coils on left and 2 intrauterine coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-feb-2019: new pfs received- lot number and concomitant drugs were added. Outcome of event dysmenorrhea from unknown to recovered/resolved was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.